Event description:
It was reported that while commissioning a new cardiosave intra-aortic balloon (iabp) was not charging the batteries when connected to mains power. Unit removed for repair. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h10. The suspected faulty oob power supply monitor board and bulk power supply were sent to getinge's national repair center (nrc) for evaluation. The national repair center will test the power supply monitor board and the bulk power supply separately , then together, being both parts were sent in for failure investigation. A senior repair technician inspected the power supply monitor board and no visual damage was observed. The technician then installed the power supply monitor board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center could not verify the failure of the pump not charging batteries. The power supply monitor board was able to charge batteries to factory specifications with no problem. A senior repair technician inspected the bulk power supply and no visual damage was observed. The technician then installed the bulk power supply into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center could not verify the failure of the pump not charging batteries. The power supply monitor board was able to charge batteries to factory specifications with no problem. The national repair center then proceeded to test both suspect boards together .the power supply monitor board and the bulk power supply were able to charge batteries to factory specifications with no problem. The boards passed testing and will be sent to their respective suppliers for failure investigation per procedure. A supplemental report will be submitted upon completion of this evaluation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The supplier returned the power supply monitor board to the national repair center (nrc). The supplier could not verify the failure of the power supply monitor board not charging batteries. The supplier stated no problem found. The board passed testing. A senior repair technician inspected the power supply monitor board and no visual damage was observed. The nrc technician then installed the power supply monitor board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The power supply monitor board will be retained in the national repair center per procedure. The supplier returned the bulk power supply to the national repair center (nrc). The supplier could not verify the failure of the bulk power supply not charging batteries. The supplier stated no faults were found after testing the bulk power supply for a four hour duration with full load and raised ambient soak test. The bulk power supply passed testing. The nrc senior repair technician inspected the bulk power supply and no visual damage was observed. The nrc technician then installed the bulk power supply into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The bulk power supply will be retained in the national repair center per procedure.

Event description:
It was reported that while commissioning a new cardiosave intra-aortic balloon (iabp) was not charging the batteries when connected to mains power. Unit removed for repair. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The supplier provided their investigation results through email communication, in which no problem was reported to be found. Visual inspection and 1-wire verification was completed. The supplier is going to ship the part back to the nrc. A supplemental report will be submitted upon completion of this evaluation.

Event description:
It was reported that while commissioning a new cardiosave intra-aortic balloon (iabp) was not charging the batteries when connected to mains power. Unit removed for repair. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The getinge field service engineer (fse) replaced the bulk power supply and monitor boards.the iabp unit passed all functional and safety tests per factory specifications. A supplemental report will be sent upon receiving failure part evaluation result.

Event description:
It was reported that while commissioning a new cardiosave intra-aortic balloon (iabp) was not charging the batteries when connected to mains power. Unit removed for repair. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while commissioning a new cardiosave intra-aortic balloon (iabp) was not charging the batteries when connected to mains power. Unit removed for repair. There was no patient involvement, thus no adverse event was reported.